Event description:
It was reported that the cross arm on the 9900 system was hard to move, the brake was sticking. Also there was an artifact in the image intensifier grid. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The cross arm brake was replaced during the service call. The system was tested, and found to be working as intended, and put back into service.